Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to difference in sensor glucose and blood glucose values and also reported transmitter was not working. The customer reported blood glucose value of 418 mg/dl which was treated with hospitalization: overnight stay. The event involved product(s) unk_sensor, mmt-7911na. Troubleshooting on reported event confirmed that insulin delivery was not suspended due to reported event and the blood glucose and the sensor glucose value at the time of event was found to be 418 and 174 mg/dl. The difference in value between sensor glucose and blood glucose was 244 mg/dl. No further patient complications were reported. It was unknown whether the customer would continue the use of the pump. No product return is required for unk_sensor. No product return is required for mmt-7911na. Frn-unk-rsvr, unomed inf set updated summary: the customer also reported difference between sensor glucose and blood glucose values. The event involved product(s) mmt-1880, unk_sensor, mmt-7911na, unomedical, mmt-332a. Troubleshooting was performed. Insulin delivery was not suspended. Blood glucose value was 418 mg/dl and sensor glucose value was 174 mg/dl at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1880. No product return is required for unk_sensor. No product return is required for mmt-7911na. No product return is required for unomedical. No product return is required for mmt-332a.